Manufacturer narrative:
H3: device evaluation: the lens was returned with moisture in a micro-centrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specification. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -10.0 diopter, into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged with a same size different diopter lens due to refractive surprise. The problem was resolved. The cause of the event is reported as unknown.